Event description:
Intended use: bact/alert® fn plus culture bottles are used with bact/alert® microbial detection systems in qualitative procedures for the recovery and detection of anaerobic and facultative anaerobic microorganisms from blood and other normally sterile body fluids. Issue description: a customer in france notified biomérieux of false positive result in association with bact/alert I fn plus (ref. (B)(4)) lot. 0004058149, expiration date: 11/16/2022). Customer reported having false positive results while testing atmp with bact/alert system. Results are summarized below: sample: media intended for the collection and storage of corneal grafts. On (B)(6) 2022, 1 ifn+ bottle inoculated with a positive organoculture medium (culture media + antibiotic): positive within 4.08 hours. 5 ml cells inoculated: ID bottle (B)(4). On (B)(6) 2022, 1 ifn+bottle inoculated with a positive organoculture medium (culture media + antibiotic): positive within 0.25 days. 5 ml cells inoculated ID bottle (B)(4). Nothing on gram stain for either bottle. Each bottle has another bottle in parallel (ifa+ negative after 10 days). The customer sub-cultured each positive bottle on agar culture media (cos) and reloaded bottles in bact alert. At the time of assessment, the subcultures were negative and bottles in progress of incubation were still negative. The customer stated the product are still in quarantine and the result is in process control test but conditioning the release (graft eliminated if positive sample). At the time of the global assessment, there is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. The impacted product reference (bact/alert® ifn plus ¿ ref. (B)(4)) is not an ivd product; however the bact/alert® fn plus ¿ ref. (B)(4) is the same formulation and is an ivd. An investigation has been initiated.

Manufacturer narrative:
Context: a customer in france notified biomérieux of false positive result in association with bact/alert I fn plus (ref. 412991) lot. 0004058149, expiration date: 11/16/2022). Customer reported having false positive results while testing atmp with bact/alert system. Results are summarized below: sample: media intended for the collection and storage of corneal grafts. - on (B)(6) 2022, 1 ifn+ bottle inoculated with a positive organoculture medium (culture media + antibiotic) => positive within 4.08 hours. 5 ml cells inoculated => ID bottle (B)(6). - on (B)(6) 2022, 1 ifn+bottle inoculated with a positive organoculture medium (culture media + antibiotic) => positive within 0.25 days. 5 ml cells inoculated ID bottle (B)(6). - nothing on gram stain for either bottle. - each bottle has another bottle in parallel (ifa+ negative after 10 days). Investigation: batch history record and complaint trend analysis. There is no CAPA related to the customer¿s complaint recorded. A complaint history review was completed for this issue concluded with no implication of a trend. This complaint has not been identified as a systemic quality issue. Investigation results. Backup review. Customer indicated to have received two (2) false positive results. False positive occurrence can be estimated as follow: declared false positive / total number of bottles in backup = (B)(4) = (B)(4)%. The customer¿s false positive rate is low. The backup shows the correct algorithms (20 for ifn plus bottles) were in use for bottles (B)(6) and (B)(6), and the incubation temperature setpoint was 37° c. Backup and graphs analysis were performed for the two false positive bottle ids provided. The readings for these two bottles were extracted and used to recalculate graphs by biomath department. The backup did not reveal any instrument issues that could have caused the bottles to be determined positive by the bact/alert® instrument. Returns or tests performed. No returns other than the 3d instrument backup were requested. No testing was needed, as this issue cannot be reproduced. Root cause determination. Ifn bottles ID (B)(6) and (B)(6): the ifn plus bottles (B)(6) and (B)(6) were incubated with maximum test time of ten (10) days. The bottles were found positive by the bact/alert® 3d system respectively 0.25 and 0.19 days after beginning of test by acceleration and rate algorithm. The bottles were unloaded from the system to perform subculture and were reloaded in the system. The bottles were negative to date when backup data was extracted. The (B)(6) and (B)(6) bottle backup data indicate the positive results were determined using algorithm 20. A sharp increase in reflectance curve at the start of both bottles' incubation was identified. This sharp increase may be sample related. A slow increase in stabilization of reflectance units after the initial load has been associated with atmp samples, therefore the false positive results are most likely related to the sample type. Thus, sample related false positive cannot be ruled out for bottles nih6mgxw and nih6lr9j. Nih6mgxw and nih6lr9j reflectance curves do not show evidence of temperature related events that could have contributed to this false positive. Root cause summary: no instrument faults or errors were identified while these four bottles ((B)(6) and (B)(6).\,) were under test. Bottle graphs do not show any evidence of cell noise. Two most likely root causes were identified based on the information provided by the customer, the data backup and the graphs analysis. 1- (B)(6), (B)(6) bottle graphs do not have a large sigmoidal shaped curve consistent with microbial growth. The gram staining performed by customer were negative and subcultures of the bottles showed no growth. Backup analysis reveals that these bottle graphs show an elongated time to stabilization in reflectance curves. On rare occurrences, samples containing cellular products have been associated with delayed stabilization of reflectance units after the initial loading event, leading to false positive results. Although the contributing factors are unclear, the root cause has been determined to be related to the sample, sample components, or sample treatment processes. Therefore, we cannot exclude samples as a contributor to bottles being flagged as false positives. Conclusion on the product compliance to its specification/performance. The investigation did not find any malfunction of the bact/alert bottles or instrument. The customer did not report any visual defects of the four false positive bottles. Conclusion. Error code, batch and manufacturing queries did not reveal any adverse trend related to this investigation. Most likely root cause of (B)(6), (B)(6) bottles false positive results was determined to be sample related, with an increased time to stabilization.